Manufacturer narrative:
Per data log review: the complaint sensor does not have any logs. The logs are stored in the air bubble detector (abd) module, but the logs provided were not from the base or abd module where the original issue occurred. The logs could have shown air detected alarms, but cannot be used to determine if air was actually present. The complaint cannot be confirmed from the logs. The field service representative (fsr) could not duplicate the reported complaint. He replaced the uas. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) was alarming intermittently on a primed circuit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) did not observe any damage. The pst connected the ultrasonic air sensor (uas) to lab use only (luo) testing equipment and monitored it for 16.14 hours with no observation of intermittent alarming. The uas met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.